Event description:
During a cat scan of the abdomen an extravasation of 180cc occurred into the patient's left arm. Hospital administered benadryl, solumedrol, and epinephrine. Patient was air lifted to a trauma center for surgery consult and was admitted for two days. No further information about the patient is available.